Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e224 error is the error that occurs when communication with a camera head fails. It is likely that poor communication occurred due to cable failure and then e224 error occurred. The cause of occurrence of cable failure is likely that water came into the cable from a cut on the cable and deteriorated the cable, though a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer, that the 4k camera head had an image communication error. The issue was found during reprocessing of the device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. Additional non-reportable findings were found: a damaged cable insulation with cut, there was no sense intermittent of switch depression for the button; due to a worn out switchboard. Error e224 displayed on monitor intermittently; due to a faulty cable. The device failed leak test, and there was a faded label on the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.